Event description:
It has reported that when the device was used during a laparoscopic hernia repair, the staples would not advance. Another device was used to complete the case. There were no patient consequences.